Event description:
The infection was diagnosed in 2007, the symptoms were there for about a week before. All symptoms related to the recall of the contact solution were involved. Pain, redness, sensitivity to light, tearing, blurred vision.